Manufacturer narrative:
(B)(4). (B)(6). The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the craniotome device was broken into multiple parts. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4) correction:the serial number was reported as (B)(4) in the initial report. It has been updated as (B)(4). Additional information: the date of manufacture was documented as unknown in the initial report. It has been updated as jun 17, 2008. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device bearings were damaged, the ball bearings had fallen apart, the balls and cage were missing, the crani bracket was damaged and sharp-edged and the warning symbol was missing and clamping pin was loose. It was also observed that the device failed the following assessment at pretest: visual assessment, cutter insertion and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.